Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The tech removed stent from sterile packaging. Upon examining the stent before insertion, the tech noticed that stent had a malformation. A stent strut had fractured and was sticking out from body of the stent. The physician took a clean dry gauze and ran it back the stent to see if the strut was part of the stent. The malformation strut grabbed the gauze and the physician did not use the stent. Additional information received on april 11th, 2018: no excessive force was applied to the device during preparation. The tech did not touch the stent area. The stent was damaged approximately in the middle of it. The product was stored properly, according to IFU. The packaging was inspected prior to use and no damage was noted. There was no difficulty removing the product from the packaging.

Event description:
Additional information received: 1. IFU review (may 22, 2018) - no deviation of IFU was reported. 2. Device analysis ((B)(6)) - the reported "fractured" stent strut was ascertained not to be broken or cracked, but an uplifted strut. While it is evident that the strut uplift occurred post stent integration, no conclusion can be made as to when and under what circumstances stent deformation/ strut uplifting occurred. 3. Final report (may 28, 2018) - while no definite conclusion can be made as to the circumstances of the reported failure, there are no signs of any product manufacturing issues. It has been suggested that the strut uplift may have occurred during the remove of the shipping mandrel while pressing the sleeve.

Manufacturer narrative:
(B)(4).